Manufacturer narrative:
(B)(4)

Event description:
Death [death]. Case description: initial information received on 23-oct-2015: this literature medical device case report was published in the journal of clinical nuclear medicine, by edeline et al., with the title: glass microspheres 90y selective internal radiation therapy and chemotherapy as first-line treatment of intrahepatic cholangiocarcinoma. It concerned 9 patients of uspecified age and gender treated with radioembolization with therasphere for unresectable intrahepatic cholangiocarcinoma (icc). The patients were part of 24 patients treated with selective internal radiation therapy (sirt) with glass-microspheres. The patients received also chemotherapy treatment (the regimen received could not be determined since 3 different regimen were used); it is unclear if the patients received chemotherapy as induction before sirt, or as concomitant or after sirt. The patients received a diagnostic angiography with 99mtc-macroaggregated albumin to assess the percentage of pulmonary shunting and confirm the absence of digestive uptake. On an unspecified date (between 8 to 15 days after the diagnostic angiography) the patients underwent sirt, the activity injected was calculated with the aim of administering a dose of 120+/- 20 gy to the injected liver volume without exceeding a cumulative dose of 30 gy to the lung. The injected activity was calculated from spect/CT data. Characteristics of the first administration were: median activity injected, 2.25 gbq (60.8 mci; range 1.0-5.0 gbq); median dose received by the tumor, 256gy (range, 135-468 gy); median dose received by the nontumoral liver injected, 98 gy (range, 43-126 gy) and median pulmonary shunt, 1% (range 0%-13%). On an unspecified time after sirt (median follow up after sirt of 16.2 months (range, 5.1- 41.0 months) the patients died. The cause of death is not specified. No other information provided. The authors did not made any causality assessment between the deaths and therasphere treatment. Case comment: death is listed according to the current instruction for use for therasphere. Despite the limited information provided for the case, the company considers the event death as possibly related to therasphere since its role cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Disease progression [disease progression]. Case description: initial information received on (B)(6) 2015: this literature medical device case report was published in the journal of clinical nuclear medicine, by edeline et al., with the title: glass microspheres 90y selective internal radiation therapy and chemotherapy as first-line treatment of intrahepatic cholangiocarcinoma. It concerned 9 patients of unspecified age and gender treated with radioembolization with therasphere for unresectable intrahepatic cholangiocarcinoma (icc). The patients were part of 24 patients treated with selective internal radiation therapy (sirt) with glass-microspheres. The patients received also chemotherapy treatment (the regimen received could not be determined since 3 different regimen were used); it is unclear if the patients received chemotherapy as induction before sirt, or as concomitant or after sirt. The patients received a diagnostic angiography with 99mtc-macroaggregated albumin to assess the percentage of pulmonary shunting and confirm the absence of digestive uptake. On an unspecified date (between 8 to 15 days after the diagnostic angiography) the patients underwent sirt, the activity injected was calculated with the aim of administering a dose of 120+/- 20 gy to the injected liver volume without exceeding a cumulative dose of 30 gy to the lung. The injected activity was calculated from spect/CT data. Characteristics of the first administration were: median activity injected, 2.25 gbq (60.8 mci; range 1.0-5.0 gbq) ; median dose received by the tumor, 256gy (range, 135-468 gy); median dose received by the nontumoral liver injected, 98 gy (range, 43-126 gy) and median pulmonary shunt, 1% (range 0%-13%). On an unspecified time after sirt (median follow up after sirt of 16.2 months (range, 5.1- 41.0 months)) the patients died. The cause of death is not specified. No other information provided. The authors did not made any causality assessment between the deaths and therasphere treatment. Follow up information received on 12-jan-2016: the reporter physician informed that death was related to disease progression and not to the treatment. This was not considered an adverse event and therefore he will not provide any additional information on the case. The case is closed. Case comment: disease progression is unlisted according to the current instruction for use for therasphere. The reporter stated that disease progression was not a reportable adverse event in relation to therasphere. The company based on the reporter's statement considers the event disease progression experienced by the patient also not related to therasphere. The company considers that there is no need of additional investigation and considers the case final. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.